Event description:
According to the reporter, during a procedure, the device locked on tissue and after firing, it was difficult to retract the knife blade. It was noted that the adapter did not work, and the reload could not be opened. The procedure was extended by 30 minutes. To resolve the issue, the tissue was resected and re-stapled.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial# (B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# (B)(6)); sigpshell, sig power sigpshell control shell, (lot# n3m1663y); sigpshell, sig power sigpshell control shell, (lot# n3m1663y); unknown egia su, unknown endo gia sulu, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a broken piece of a reload adapter stuck in the distal end of the signia adapter. There was a gap between the proximal end of the adapter body and the proximal cap. The firing tri-lobe coupler was noted to be depressed. The blue unload button was partially depressed. Functional testing found that the blue unload switch could not be further depressed. The adapter was connected to the gen2 acc software and the strain gauge was responsive. There was an articulation calibration error and a universal asynchronous receiver transmitter (uart) error in the data saved to the system. The adapter had 28 of 50 procedures remaining. The body of the adapter was opened up and it was noted that the articulation mechanism was fully extended distally. It was noted that this condition was causing the gap between the proximal end of the adapter body and the proximal cap. The articulation mechanism was centered using a manual retract tool. The adapter was reassembled. The adapter was connected to an rpa clamshell and signia handle running v29.5 software and the device calibrated correctly. The piece of reload adapter could now be removed. An rpa reload was inserted into the adapter but could not be rotated into position. The adapter was disassembled and it was noted that there was damage to the onewire data wire where it connects to the rotating ring. It was also noted that there were physical abnormalities with the outer tube of the adapter. It was reported that the instrument was locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the knife blade was difficult to retract. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of uart error and articulation calibration error that have no relationship to the reported condition. The most likely cause could not be established from the information available. Another unreported condition was identified: of onewire data cable damage, the articulation mechanism being out of home position, and the inability to load a reload. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.